Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the cmos-m w/drive pcb video image freezing. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m w/drive pcb. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.